Manufacturer narrative:
Results: DHR review: thirty-five visual inspections were performed on 1,750 parts with zero defects noted. Cleaning was performed per (B)(4) four times during the assembly of this batch. Two hub batches were used in the assembly of this batch. Hub batch 6301624 had 79 visual inspections performed on (B)(4) parts with zero defects noted for fm. Hub batch 6323852 had 82 visual inspections performed on (B)(4) parts with zero defects noted for fm. Investigation results: there appears to be some black fm on the hub. Conclusion: possible root cause: we are unable to determine from the photos what the fm is, and therefore we can¿t determine the root cause. UDI# (B)(4).

Event description:
It was reported there was foreign matter on the tip of the needle of a 18 g x 1.5 in. Bd precision glide¿ needle before use. No medical interventions reported.